Event description:
Patient was to have iabp removed today and pump was on 1:2. At 12 noon, the pump stopped and the machine began to alarm. The alarms listed were possible tubing kink, balloon kinked or balloon twisted. The tubing was examined and nothing helped to restart the balloon. The balloon pump was disconnected and the catheter removed from the patient. The balloon catheter was examined and no apparent holes, kinks, or other issue was noted.